Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels for the past 3 weeks (260-270 mg/dl). The customer stated the suspected cause of the elevated bg levels is the pump. Correction boluses via the pump were administered to address bg levels. In addition, the customer stated the insulin gauge was noted to be inaccurate on the cartridges' third day of use. The customer declined troubleshooting for the reported elevated bg level and insulin gauge issues with tandem technical support. Reportedly the customer will continue to use the pump until the replacement pump is received.